Event description:
Pt was seen by radiation oncologist in 2003 for 6 month follow-up post brachytherapy treatment. Pt presented with a "crater" 4 cm x 4 cm subcutaneous that will be repaired by plastic surgeon the following day.